Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular lead was surgically abandoned due to loss of capture. No adverse patient effects were reported and the investigation is complete at this time.